Manufacturer narrative:
E.1 full email address: (B)(6). Investigation: one used optia idl set was received for investigation. Initial observations noted prime fluid throughout the set and blood up to and including the rbc recirc line. The reservoir was returned full of prime fluid, however no blood was present in the reservoir. Tubing was connected to the inlet line luer via a 3-way valve. The tubing was rf sealed at the end. The customer also attached a custom blood bag attached via tubing and 3-way valve to the return containing prime fluid. The luers were not loose, however they were not fully tightened either. No air bubbles were visible in the inlet and return tubing lines. The channel was full of blood and swirling was noted. The inlet and return saline roller clamps were returned on the correct lines and in the closed positions. The ac bag and drip chamber were not returned and the lines rf sealed. The ac filter was assembled in the correct orientation. The set was flow tested and no occlusions or leaks were observed on the ac line or filter. The set was further examined for any kinks, leaks, missing parts or misassembles and none were noted. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported during priming customized with blood bag for a stem cell collection there was a presence of air in the return line. The alarm prevented continuation, so the set was replaced and there were no further issues noted. Per the customer, there was no injury or medical intervention required for this event and the patient was clinically stable. The patient was not connected at the time of the event. Patient information is unknown at this time.